Event description:
On february 20, 2009, it was reported to boston scientific corporation that a prolieve thermodilatation system was used as part of a prolieve post market study to treat benign prostatic hyperplasia (bph) in a procedure performed in 2009. According to the complainant, approximately eight minutes into the procedure, the prolieve system detected high temperature and shut down. The system was restarted and approximately forty-two minutes into the procedure, the patient could not tolerate the heat and the procedure was aborted. Reportedly, the patient experienced hypotension and pain. The patient's vitals stabilized approximately twenty minutes post procedure. The patient's blood pressure reading was 139/80 and his pulse 58. No medication was given to treat the blood pressure episode. Prior to the event, the patient was given valium 10mg, percocet 10/650mg, vistaril 25mg, levaquin 500mg and tylenol 1000mg. The patient did not sustain any tissue burns or blood loss from the prolieve treatment. The physician stated that the patients' discomfort made him hypotensive. The patient's condition post procedure was reported as fine.

Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The prolieve thermodilatation system was serviced at the customer's site and will not be returned to the manufacturer. The field service engineer (fse) confirmed that the prolieve system's rf power was out of tolerance. The fse readjusted the rf output and performed a preventive maintenance and the console then performed correctly.